Event description:
It was reported that pump malfunction occurred when pump screen went dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Customer plugged pump into known working power source as instructed, and pump screen turned back on but malfunction code still appeared. The customer reverted to an alternate method of insulin therapy.